Event description:
It was reported that the 9800 system had no image on left monitor during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable needs to be replaced. The customer canceled the service call.